Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing performed on the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. A load of roughly (B)(6). Was able to be lifted with the rpl600-2 invacare reliant 600 heavy-duty power lift in question. The lift was able to hold the load at the maximum height, without any noticeable drop, for over an hour. Therefore, the alleged issue of the lift simply giving out and dropping was not able to be duplicated during the evaluation of the device. Furthermore, there was no evidence of damage to the boom, actuator shaft extension, or the hangar bar indicating that the "arm of the lift" broke. However, the analysis confirmed defective release mechanisms on the device in question. During functional testing, the primary emergency release mechanism failed to lower the load after several trials. The secondary release mechanism was defective insofar as when the release grip was fully extended with a heavy load (~580 lbs.) On the lift, the boom of the lift dropped rapidly. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. The analysis did not confirm the original complaint, however, secondary reportable failures were found during evaluation of defective release mechanisms.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing performed on the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. A load of roughly (B)(6). Was able to be lifted with the rpl600-2 invacare reliant 600 heavy-duty power lift in question. The lift was able to hold the load at the maximum height, without any noticeable drop, for over an hour. Therefore, the alleged issue of the lift simply giving out and dropping was not able to be duplicated during the evaluation of the device. Furthermore, there was no evidence of damage to the boom, actuator shaft extension, or the hangar bar indicating that the "arm of the lift" broke. However, the analysis confirmed defective release mechanisms on the device in question. During functional testing, the primary emergency release mechanism failed to lower the load after several trials. The secondary release mechanism was defective insofar as when the release grip was fully extended with a heavy load (~580 lbs.) On the lift, the boom of the lift dropped rapidly. Customer states that the end user was lifted and the lift "gave out on her & dropped her". No further info provided, no follow up requested. Update from 16-feb-16, reporter stated that the following occurred on (B)(6) 2016: the lift dropped a patient. The following injuries allegedly occurred: the resident fell on her hand. They had to do x-rays, there were no broken bones. Reporter reported that no medical attention was needed. The product has been taken out of use. Update from 02/18/2016 added by consumer affairs: facility states they were transferring the patient from their power chair to the bed and got them positioned over the bed and the lift would not lower. They raised the bed as high as it would go to try to lower the patient and the arm of the lift broke and dropped the patient into the bed and the hanger bar fell on the end users arm causing pain and soreness in the arm. An x-ray was done but there are no broken bones and no treatment. No further information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the end user was lifted and the lift "gave out on her & dropped her". No further info provided, no follow up requested. Update from (B)(6) 2016, reporter stated that the following occurred on (B)(6) 2016: the lift dropped a patient. The following injuries allegedly occurred: the resident fell on her hand. They had to do x-rays, there were no broken bones. Reporter reported that no medical attention was needed. The product has been taken out of use. Update from (B)(6) 2016 added by consumer affairs: facility states they were transferring the patient from their power chair to the bed and got them positioned over the bed and the lift would not lower. They raised the bed as high as it would go to try to lower the patient and the arm of the lift broke and dropped the patient into the bed and the hanger bar fell on the end users arm causing pain and soreness in the arm. An x-ray was done but there are no broken bones and no treatment. No further information provided.